Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power cord of this communicator was burnt. The power cord has been replaced. No adverse patient effects reported. The communicator remains in service.